Manufacturer narrative:
This report is submitted on june 09, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to non-use. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 21, 2022.